Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
It was reported to philips that the touchscreen on the device was not working. The device was not in use at the time of the event. The customer stated this issue was found on pre check in department. A philips field service engineer was dispatched to the customer site as the customer requested additional onsite assistance.

Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. Philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty touchscreen. The fse replaced the touchscreen, performed performance verification testing, and confirmed the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.